Manufacturer narrative:
Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement test or verify low batt and batt out limit alarm due to failed batt test alarm.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer's blood glucose value was unknown. Contacts were not missing or damaged. It was found that neither compartment nor spring were damaged or corroded. Insulin pump will be returned for analysis.